Event description:
Customer reported the system locked up during mag mode operation. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. No patient injury was reported.